Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "on (B)(6) 2023, blood was collected from the patient using an arterial blood drawer. During the blood collection process, it was found that the blood collection device was cracked and could not be used. Immediately replace the new arterial blood collection device and use it normally after replacement.".